Event description:
Reported via journal article - figure 19. It was reported that an atrial septal defect occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman access system and watchman closure device were used. The watchman closure device was implanted. At an unknown date post index procedure, it was discovered on transesophageal echocardiogram (tee) imaging that an atrial septal defect occurred. The defect was closed by a non-boston scientific device. No other details were reported.

Manufacturer narrative:
B3: bsc aware date used for event date. Literature citation: rajiah, ps, (january, 2024). Imaging evaluation following transcatheter left atrial appendage closure. Semin roentgenol. 59 (1): 121-134 doi 10.1053/j.ro.2023.11.003.